Event description:
The distributor called to report that the (B)(6) has complained about a higher than expected percentage of donors experiencing reactions in the first 10-15 minutes of the procedure when collecting concurrent plasma and platelets. Donors have been reported to have experienced vaso vagal side effects, sweating, lightheadedness, tremor, and loss of consciousness. This report is being filed because the extent of medical intervention, if any, is unk.

Manufacturer narrative:
(B)(4). After the distributor informed caridianbct of the alleged increase in donor reactions with concurrent plasma and platelets, he called to inform the company that he wished to "rescind" his complaint because the customer wanted to investigate the issue internally. Caridianbct was able to perform minimal investigation due to this issue, but felt that is should be reported under MDR due to the potential for injury and medical intervention. The issue was discussed with the field implementation team. Information from the data logs that were able to be obtained indicates that the device is collecting concurrent plasma and platelets as designed. Conclusion: reactions of the type indicated are an expected side effect of the donation of concurrent platelets and plasma. The trima user's guide gives info on how to manage donor issues and removed volumes.